Event description:
It has been reported to philips that the system is not starting. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and unable to reproduce the system failure. The fse determined that the device was fully operational. The philips engineer provided consultation on the connection of ultrasound to wcb(wall connection box) at ad7x. As the device was fully operational, the system was returned to use in good working order. The codes were updated based on the investigation outcome.